Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported foreign matter. Description: material: on (B)(6) 2026, one bd 50 ml syringe luer-lok tip (ref 309653) contained black spots at the syringe tip. Lot 5212999 exp 2030-07-31, not utilized on patient.

Manufacturer narrative:
(B)(4) follow up for device evaluation. A syringe was reported to contain black spots at the tip. To support the investigation, one sample in an opened blister package and two photographs were received and evaluated by the quality team. Visual inspection of the returned sample identified four embedded dark specks at the bottom of the syringe barrel. The photographs provided correspond to the sample received, and no additional defects or imperfections were observed. The embedded specks are consistent with degraded resin, which can occur during injection molding at start up or intermittently and may dislodge and become incorporated into molded components. A device history record review was completed for material number 309653, lot 5212999. This review did not identify any quality issues during production that could have contributed to the reported condition, and no related quality notifications were found. All in process and final inspections met specification requirements, and no other similar events have been reported for this lot to date. Based on the investigation and the returned sample evaluation, the customer reported condition is confirmed.